Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the device). Essure was removed in (B)(6)2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. B66016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included anxiety in 2015. Concomitant products included citalopram hydrobromide (citalopram hbr), hydroxyzine hydrochloride (hydroxyzine hcl), ibuprofen, oxycodone hydrochloride (oxycodone hcl) and rizatriptan. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hypersensitivity ("allergic or hypersensitivity reaction"), depression ("psychological or psychiatric problems condition: depression"), rash generalised ("rashes or skin conditions type: all over/ rashes"), migraine ("migraines"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), tooth disorder ("dental problems"), hypoaesthesia ("neurological conditions or problems type: numbness"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel"), adnexa uteri pain ("ovaries (pelvis)"), uterine spasm ("uterus cramps") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with omeprazole, rizatriptan and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, vulvovaginal pain, abdominal pain lower, hypersensitivity, depression, rash generalised, migraine, headache, endometriosis, tooth disorder, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, irritable bowel syndrome, adnexa uteri pain, uterine spasm and alopecia outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, rash generalised, tooth disorder, uterine spasm, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: surgical pathology report - uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: benign ectocervical squamous and endocervical glandular mucosa. Uterus (90 grams): disordered proliferative endometrium with superficial adenomyosis. Negative for hyperplasia or carcinoma. Bilateral fallopian tubes: essentially unremarkable fallopian tubes. Gross description: the right fallopian tube measures 5 cm in length by 0 point cm in diameter. The serosal vasculature is congested. The left fallopian tube measures 6 cm in length by 0.4 cm in diameter. The serosal vasculature is congested. The proximal portions of the fallopian tubes reveal intraluminal coiled metal wires.. Lot number: b66016 manufacture date: 2013-08-28 ,expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received. Medical history added. Event she did not undergo essure confirmation test added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. B66016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included citalopram hydrobromide (citalopram hbr), hydroxyzine hydrochloride (hydroxyzine hcl), ibuprofen, oxycodone hydrochloride (oxycodone hcl) and rizatriptan. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: all over/ rashes"), migraine ("migraines"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), tooth disorder ("dental problems"), hypoaesthesia ("neurological conditions or problems type: numbness"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel"), adnexa uteri pain ("ovaries (pelvis)"), uterine spasm ("uterus cramps") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with omeprazole, rizatriptan and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and patient was even forced to undergo one or more surgeries to remove one or, more of the essure coils/). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, hypersensitivity, depression, rash, migraine, headache, endometriosis, tooth disorder, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, irritable bowel syndrome, adnexa uteri pain, uterine spasm and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, rash, tooth disorder, uterine spasm, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Lot number added. Concomitant condition and medication added. Events: abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction, psychological or psychiatric problems condition: depression, rashes or skin conditions type: all over, migraines, headaches, reproductive system disorder or condition type of disorder or condition: endometriosis, dental problems, neurological conditions or problems type: numbness, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: blurred, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: irritable bowel, hair loss, ovaries (pelvis) were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality-safety evaluation of ptc incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure."), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. B66016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included citalopram hydrobromide (citalopram hbr), hydroxyzine hydrochloride (hydroxyzine hcl), ibuprofen, oxycodone hydrochloride (oxycodone hcl) and rizatriptan. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On 21-aug-2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hypersensitivity ("allergic or hypersensitivity reaction"), depression ("psychological or psychiatric problems condition: depression"), rash generalised ("rashes or skin conditions type: all over/ rashes"), migraine ("migraines"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), tooth disorder ("dental problems"), hypoaesthesia ("neurological conditions or problems type: numbness"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel"), adnexa uteri pain ("ovaries (pelvis)"), uterine spasm ("uterus cramps") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with omeprazole, rizatriptan and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, vulvovaginal pain, abdominal pain lower, hypersensitivity, depression, rash generalised, migraine, headache, endometriosis, tooth disorder, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, irritable bowel syndrome, adnexa uteri pain, uterine spasm and alopecia outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, rash generalised, tooth disorder, uterine spasm, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: surgical pathology report uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: benign ectocervical squamous and endocervical glandular mucosa. Uterus (90 grams): disordered proliferative endometrium with superficial adenomyosis. Negative for hyperplasia or carcinoma. Bilateral fallopian tubes: essentially unremarkable fallopian tubes. Gross description: the right fallopian tube measures 5 cm in length by 0 point cm in diameter. The serosal vasculature is congested. The left fallopian tube measures 6 cm in length by 0.4 cm in diameter. The serosal vasculature is congested. The proximal portions of the fallopian tubes reveal intraluminal coiled metal wires.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-may-2019: new pfs + mr received- new event migration of essure. Was added.outcome of events pain and bleeding from unknown to recovering/resolving were updated.new reporters were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (patient was even forced to undergo one or more surgeries to remove one or, more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: reporter information was added. Essure insertion and removal date was updated. Essure reported indication was amended. Per summon following events: abdominal pain, vaginal pain, severe cramping, heavy abnormal bleeding were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. B66016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included citalopram hydrobromide (citalopram hbr), hydroxyzine hydrochloride (hydroxyzine hcl), ibuprofen, oxycodone hydrochloride (oxycodone hcl) and rizatriptan. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hypersensitivity ("allergic or hypersensitivity reaction"), depression ("psychological or psychiatric problems condition: depression"), rash generalised ("rashes or skin conditions type: all over/ rashes"), migraine ("migraines"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), tooth disorder ("dental problems"), hypoaesthesia ("neurological conditions or problems type: numbness"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel"), adnexa uteri pain ("ovaries (pelvis)"), uterine spasm ("uterus cramps") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with omeprazole, rizatriptan and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, vulvovaginal pain, abdominal pain lower, hypersensitivity, depression, rash generalised, migraine, headache, endometriosis, tooth disorder, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, irritable bowel syndrome, adnexa uteri pain, uterine spasm and alopecia outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, rash generalised, tooth disorder, uterine spasm, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: surgical pathology report - uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: benign ectocervical squamous and endocervical glandular mucosa. Uterus (90 grams): disordered proliferative endometrium with superficial adenomyosis. Negative for hyperplasia or carcinoma. Bilateral fallopian tubes: essentially unremarkable fallopian tubes. Gross description: the right fallopian tube measures 5 cm in length by 0 point cm in diameter. The serosal vasculature is congested. The left fallopian tube measures 6 cm in length by 0.4 cm in diameter. The serosal vasculature is congested. The proximal portions of the fallopian tubes reveal intraluminal coiled metal wires.. Lot number: b66016. Manufacture date: 2013-08-28 ,expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.